Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was returned for investigation. Visual inspection of the as returned product identified minor signs of use, dried bone around the implant and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was measured with calipers (cal1334 cal due: (B)(6) 2019) and was verified to match specifications. Pre-existing conditions noted on the per were smoker, ok oral hygiene and low (type iii) bone density. The reported device was located on tooth #31 and was used for approximately 4 months. The customer did not provide any pictures or evidence. DHR review was completed for the subject lot number (63269479). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st2945) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63269479) for similar events and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (pain) or device (tsvwb8). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Reporter's first name and email not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the patient felt discomfort. The implant was integrated. The implant (tsvwb8) was eventually removed. Tooth location 31.